Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead shock lead impedance (sli) measured about 119 ohms, which is still with in normal limits. The physician was trying to decide whether to replace the lead or not. During a normal battery depletion change out procedure, the sli measured about 140 ohms. At this time, a 1.1 joule (j) shock was given and the sli was 84 ohms. Then a 36 j shock was given and the sli was 105 ohms. No noise was seen on the electrogram and all pacing impedances and sensing were good. The physician decided to leave the rv lead as is, since the patient has never received therapy and the patient was occluded. They will continue to monitor the patient remotely. No additional adverse patient effects were reported.